Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because the cup shifted vertically. Doi: unknown; dor: (B)(6) 2009. Update (B)(6) 2011 - litigation papers allege: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Doi in litigation papers is (B)(6) 2011 (left side). Update 11/26/2012 - medical records were received. Part/lot information was corrected for the femoral head, lot provided for the acetabular cup. There is no new information that would change the existing MDR decision. Pfs and sticker sheets available on external hard drive if needed for further review. Update ad 21 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheet record. Ppf alleges stroke/heart attack, pulmonary embolism, loosening of cup, metal wear/metallosis and dislocation with closed reduction. Added stem: (B)(4)). The law firm name, expiration, added doi, manufacturing date and UDI, and patient harm and initials were updated as well.  Doi:(B)(6) 2003; dor: (B)(6) 2009; (left hip).